Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device triggered a lead safety switch due to high impedance measurements. One episode of noise was recorded, but did not result in any asystole. The alert level was increased and the device was reprogrammed to bipolar configuration. The patient will continue to be monitored appropriately. No adverse patient effects were reported.